Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible over-sensing was noted on the atrial lead during atrial arrythmia episodes noted on stored electrogram. The right atrial (ra) lead remains in use. It was also reported that intermittent under-sensing occurred during blanking period. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.